Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument had a broken exposed wire during usage. The procedure was completed with no reported injury.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the mega suturecut needle driver instrument. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut neeld driver instrument to perform failure analysis. The mega suturecut neeld driver instrument was analyzed and found to have a broken grip cable at the distal end. The complaint was confirmed by failure analysis. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. There was no instrument damage or instrument colliding with any other instrument or tool during the procedure. There were no issues with opening/closing, left/right motion of the grips, left/right motion, or up/down motion of the grips. There are protruding cable(s) but unknown if it controls up/down motion. There was no fragment falling inside the patient's anatomy. No image is available for review.

Event description:
Refer to h10/h11 for follow-up information.